Event description:
Facility reported: "the tube was pretested before and 5 minutes after they noticed a leaking (in the cuff). The nurse retired the tube and notice that the cuff was perforated and the tip was cut.